Event description:
The patient was implanted with his scs system on (B) (6) 2007. It was reported on (B) (6) 2010 that the patient's ipg required frequent and repeated charging and that the ipg pocket site would become hot during charging. The patient's ipg was explanted and replaced on (B) (6) 2010. The explanted ipg was returned to the manufacturer for evaluation. There have been no further issues reported for this patient.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed all functional testing except autotesting which was due to one pcb component. This anomaly had no relevance to the reported complaint. Ipg charged correctly and did not show any temperature variations. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.